Event description:
A baxter sales representative reported to baxter product surveillance of a clearlink set that had a pin hole leak while attempting to prime. The medication that was used for priming was ivig (intravenous immune globulins) made by gamunex. There was no patient or medical injury involvement. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. The sample was re-primed by spiking into an in-house 1000ml solution bag containing sterile water. During priming a leak was noted approximately 21 inches below the drip chamber. Visual inspection under a microscope showed that there are two cuts across one side of the tubing each approximately 1/16 of an inch in length. The cause of this confirmed condition remains unknown; however was most likely caused by tubing that was outside the guide when the door was closed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and there were no deviations found during the manufacture of this lot.